Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist contacted the customer to verify if the di displayed in the cabinet was the same one the user had resolved in mql, and the user confirmed it. The tss informed the customer that a pi was in progress for this issue pi 55053 ¿ mql resolved discrepancies still displayed on cabinet for resolution. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medbank tower,had cabinet sync up problem. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.